Manufacturer narrative:
Results: the 3max was fractured approximately 5.0 cm and kinked approximately 72.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured and kinked. This type of damage typically occurs due to improper handling during preparation for use. If the 3max is manipulated forcefully at an angle during insertion into another catheter, the 3max may become fractured or kinked due to excess force and bending. The penumbra system 5max ace reperfusion catheter mentioned in the complaint was not returned fore evaluation. Penumbra devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During preparation for the procedure, a 3max catheter became fractured while advancing into a penumbra system 5max ace reperfusion catheter and was not used. The physician continued the procedure using a new 3max catheter.